Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device intermittently fails the shift check on therapy delivery. No patient involvement was reported.